Event description:
It was reported that the left ventricular lead exhibited high pacing thresholds. The lead was explanted and re- placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.